Event description:
It was reported that the customer placed outbound call in response to an email received on (B)(6) 2026. In her email, patient reported she had not initially used her purewick system due to tissue discomfort and irritation. Spoke with patient on (B)(6) 2026. Patient reported that after beginning use of the purewick flex female external catheter, she experienced a rash in the area of placement. Patient confirmed she consulted her pcp, regarding symptoms; no prescription was required. Pcp advised patient to allow irritation to fully heal before resuming use. It is unknown if troubleshooting was performed. The lot/serial number was not provided. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.